Event description:
It was reported that the subject device had monitor issues and system not triggering image capture to the 4k video touch. This issue occurred during set up / inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h3, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue "monitor issues and system not triggering image capture to the 4k video touch". The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.